Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results utilizing past investigation findings, the presumed cause is reasonably inferred from available information indicating stress-related factors such as component damage or degradation. The most likely cause of the complaint is anticipated to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The airway mobilescope was returned to the service center with a report of air leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the coating on the light guide coil was peeling off. There was no patient involvement.